Manufacturer narrative:
Result: nurse call had damaged docker cable. Power cord was missing the ground prong.

Event description:
It was reported by service report that the power cord was missing the ground prong, and the nurse call wasn't working. It is unknown if there was patient involvement or adverse consequences to report.